Manufacturer narrative:
The complaint of premature battery depletion was confirmed. The lower than expected battery voltage was confirmed from session record data. The lower than expected longevity estimate is a direct consequence of having the leadless pacemaker¿s battery voltage level approach the recommended replacement threshold (rrt) voltage threshold level. However, the root cause for the lower than expected battery voltage cannot be determined with the available data.

Event description:
New information noted the patient presented in clinic for follow-up. During the device check, the atrial leadless pacemaker (lp) could not be interrogated over conductive telemetry. Programming changes were performed. There were no patient consequences.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the atrial leadless pacemaker was showing three months until recommended replacement time (rrt). Programming changes were performed to improve battery longevity. The patient was discharged following the changes.